Event description:
It was reported that the radiopaque marker detached. A vtc/8/k flexima regular was selected for use. During procedure, the radiopaque marker became detached. There were no patient complications reported and the patient's condition was stable.

Event description:
It was reported that the radiopaque marker detached. A vtc/8/k flexima regular was selected for use. During procedure, the radiopaque marker became detached. There were no patient complications reported and the patient's condition was stable. It was further reported that the radiopaque marker was removed from the catheter. The catheter was completely removed from the body of the patient and no device fragments were left inside.